Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, while attempting to disengage the inserter from the cup, the threads would not disengage and the teeth on the tightener fractured. As a result, the cup was removed and another cup and handle were used to complete the procedure, no fractured pieces fell in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.